Event description:
Device malfunction: suture break. Time of device malfunction: during vessel closure. Symptom/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of a femoral artery after an interventional procedure. Reportedly, the blue suture broke when securing the knot. The physician trimed the white suture and hemostasis was achieved using manual compression. There were no reported adverse pt effects. No additional info available.

Manufacturer narrative:
The device was received. Investigation is not yet complete.